Event description:
It was reported by the patient that they were experiencing "pulsing" in the left side. It was also reported that the "pulsing" was caused by left ventricular (lv) stimulation. The lv outputs were adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.